Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing via merlin. Net. Review of the episodes suggested possible myopotential. Testing for myopotential with isometrics, deep breathing and programming changes were recommended. Further actions will be discussed with the physician.